Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: patient identifier. Patient sex. Date of report. Expiration date. Date received by manufacturer. Additional 510k numbers include: k011028/k013227. Checked "follow-up". Checked follow-up type. Device evaluation checked "yes". Device manufacturer date. Entered evaluation codes. Added manufacturer narrative. The product was returned for investigation and it was determined that the implant had fractured. The device did malfunction and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was provided.

Event description:
It was reported that the implant at tooth side #36 fractured while eating. The implant was removed.